Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: the inner shaft for an extraction screwdriver (part# 03.613.004, lot# 6478818) was returned with the threaded distal tip broken. The broken piece was not returned. The outer sleeve and handle of the extraction driver (part# 352.311, lot# 611199g09) as well as an accs plate (part# 450.512, lot# 3174638) and 6 screws (part# 413.244) were returned with the driver. The plate and screws were removed in order to place a new construct to address the adjacent level disease found at c4. The inner shaft of the extraction driver may have broken due to not fully inserting the inner shaft in the handle/sleeve or off axis use. Replication of the complaint condition is not applicable and the complaint is confirmed. Further investigation is not being conducted on the plate, screws, and outer sleeve of the screwdriver as there are no complaint allegations against those parts. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Date of onset for post-operative pain is unknown. The original implant procedure occurred approximately eight (8) years ago. Subject device has been received; no conclusion could be drawn as the device is entering the complaint system. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a fusion procedure at levels c5-c6 with an anterior cervical compression system (accs) approximately eight (8) years ago. The patient began experiencing pain on unknown date and was found to have adjacent level disease at c4. The patient underwent a revision procedure on (B)(6) 2015 during which a plate and six (6) 4.5mm cancellous bone screws were removed. A new construct was then placed. The procedure was completed successfully with no reported surgical delay or patient harm. This report is 7 of 7 for (B)(4).